Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the device was not booting. Review of the system log file confirmed the malfunctioning of frontal and lateral ip-pc and also confirmed that the link between the detector and flat detector controller was malfunctioning. Upon troubleshooting, the rse determined that the host pc was unable to communicate with the frontal ippc and found that either the ippc did not boot up due to lack of (mains) power or the os/as did not boot up in-time. The rse observed the device and confirmed that there were no 4 or more appending alerts for consecutive two days. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device was not booting up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.